Event description:
Customer reported an emergency room visit due to high blood glucose readings of over 600 mg/dl and diabetes ketoacidosis. It was noted that the customer went into diabetes ketoacidosis due to the insulin pump not bolusing. Customer was being treated with insulin drips at the hospital. The battery compartment was noted to be corroded and customer was unable to remove it. No further information reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Pump was not received with original battery cap. No corrosion noted in battery tube.